Event description:
A locking clavicle plating system was used to provide fixation for a comminuted clavicle fracture. Locked and unlocked 3.5 mm screws were being used to hold the clavicular plate in place. One of the 3.5 cortical screws broke off during insertion into the plate. The physician decided not to remove the screw. The physician noted good overall alignment, good stability with range of motion of the arm, and no motion of the fracture site following the reduction.